Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remains implanted; therefore, physical analysis cannot be performed. From the information available, there is also no indication that the subject device malfunctioned. There is also no indication that the reported event is related to product specifications nonconformance or misuse. However, hemorrhagic event and patient outcome of death are known risks associated with endovascular procedures and are listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event. Subject device remains implanted.

Event description:
The patient underwent successful stent assisted angioplasty of the right vertebral artery. It was reported that approximately 24 hours post procedure, the patient developed a large right acute bilateral basal ganglion parenchymal hemorrhage along with acute hemorrhage throughout the ventricular system with mild hydrocephalus. No subarachnoid or subdural hemorrhage was identified. No additional medical intervention was performed. The family was explained of the patient's poor prognosis and palliative care was consulted. The patient's code status was dnr and do not intubate. Compassionate extubation was performed and the patient was pronounced dead approximately two days post procedure. It was reported that the hemorrhage was not related to the device or technical problems but to a presummed reperfusion.